Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This is a late MDR submission due to a software issue that has been reviewed with the FDA on november 7, 2014.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. It was reported that the display screen visual was dim, faded, or discolored. There is no further information, regarding the complaint, available at this time; if further information is provided, a follow up report shall be made. This complaint is being reported because the alleged issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1; date of submission: 02/02/2015 - device evaluation: the pump has been returned, and it was evaluated by product analysis on 01/19/2015 with the following findings:inspection revealed that the display screen visual was clear, legible, and fully functional: the reported issue was not duplicated. The pump case was removed, and no evidence of internal damage or defect was found. During the analysis, the pump operated according to the specifications. A battery cap was not returned with the pump; a test battery cap was used during the analysis. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.